Manufacturer narrative:
A review of the device history record for sn(B)(6) was performed from date of manufacture (B)(4)2009 to present date (B)(4)2020, and note that this device has been returned for service three times which correlates to the customer reported issue or service repairs.

Event description:
The customer reported that the device was broken/damaged. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device was broken/damaged. It was reported there was no patient involvement.